Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the port.  It was further reported that the middle port was showing a slow leak. This was noted during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection on the returned sample observed a small tear in the bottom left side edge of the bag. Functional testing was performed and revealed a leak from the bottom left side edge of the bag. The reported problem of leak from the port was not verified. However, a leak from the bottom left side edge was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.